Event description:
It was reported that a malfunction alarm occurred. Customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 500-560 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.